Event description:
Artifacts were seen on the electrograms and caused the device to deliver inappropriate shocks. Upon opening the pt, no anomalies were seen on leads. The leads were capped and the device explanted.